Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, occlusion). Patient's condition affected effectiveness of device (disease progression; short neck. The patient had a history of pulmonary issues). Unapproved use of device (pre-operative rupture). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; short neck. The patient had a history of pulmonary issues). User error contributed to event (pre-operative rupture).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The CT demonstrated that the aneurx stent graft (MFR report # 2953200-2007-00075) and the stent graft from another manufacturer was 1 cm below the renal artery. The aortic neck was very short. The physician implanted an endurant cuff. Due to the short aortic neck and the left renal artery was partially occluded (70 percent), to ensure a sure good seal would occur; there was still good flow. The patient was sent to recovery in stable condition. The following day the patient had a pulmonary embolism and expired. The patient had a history of pulmonary issues. The physician stated that the pulmonary embolism was not device related.